Event description:
Device report from synthes reports an event in japan as follows: it was reported that during an open reduction/internal fixation surgery on (B)(6) 2023, the surgeon could not feel the plate and screw engage when the screw was inserted into the nearest outer hole of an lcp radial head rim plate using a non-torque limitation screwdriver. A torque limitation screwdriver was then used, but the screw could not be tightened and became idled. The surgery was completed successfully with no delay. The surgeon commented that there was no problem with bone fixation. This report involves one 2.4mm ti locking scr slf-tpng with stardrive recess 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the finished device product code: 412.814ts lot number: 82p8376 it was electronically reviewed, and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28/01/2021 manufacturing site: jabil grenchen expiry date:01/12/2025 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.